Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("extreme pain"), genital haemorrhage ("heavy bleeding") and suicidal ideation ("suicidal idea") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), suicidal ideation (seriousness criterion medically significant), alopecia ("heavy hair loss"), mobility decreased ("mobility problems"), anxiety ("anxiety attacks"), dyspepsia ("digestive discomfort") and infection ("infection"). The patient was treated with surgery (underwent hysterectomy). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, suicidal ideation, alopecia, mobility decreased, anxiety, dyspepsia and infection outcome was unknown. The reporter considered alopecia, anxiety, dyspepsia, genital haemorrhage, infection, mobility decreased, pelvic pain and suicidal ideation to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in social media : pelvic pain, alopecia, mobility decreased, genital haemorrhage, anxiety, dyspepsia, infection, suicidal ideation" incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("extreme pain"), genital haemorrhage ("heavy bleeding") and suicidal ideation ("suicidal idea") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), suicidal ideation (seriousness criterion medically significant), alopecia ("heavy hair loss"), mobility decreased ("mobility problems"), anxiety ("anxiety attacks"), dyspepsia ("digestive discomfort") and infection ("infection"). The patient was treated with surgery (underwent hysterectomy). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, suicidal ideation, alopecia, mobility decreased, anxiety, dyspepsia and infection outcome was unknown. The reporter considered alopecia, anxiety, dyspepsia, genital haemorrhage, infection, mobility decreased, pelvic pain and suicidal ideation to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in social media : pelvic pain, alopecia, mobility decreased, genital haemorrhage, anxiety, dyspepsia, infection, suicidal ideation" quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.